Event description:
The customer reported that the system was intermittently displaying camera iris error messages and would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.